Event description:
No further information is available at the time of this report.

Event description:
It was reported patient underwent a revision procedure due to the patellar clunk. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2: italy. D4: attempts have been made to gather all product identification information and no further information has been provided. Montagna, a., marescalchi, m., cinelli, v., sangaletti, r., andriollo, l., benazzo, f., rossi, s. (2025). A novel knee implant for total knee arthroplasty meets expectations at 10 years. First long-term follow-up report of clinical outcomes and survivorship. Knee arthroplasty, 2026 apr;34(4):1318-1326. Doi: 10.1002/ksa.70037.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: b4, b5; g3; h2; h6.no product was returned or pictures provided; visual and dimensional evaluations could not be performed.device history record review cannot be performed without product identification.device is used for treatment.insufficient information provided. Unable to perform a compatibility check.complaint history review cannot be performed without product identification.x-rays were provided in the ja, however it is unknown if they are related to the patient in the complaint.a definitive root cause cannot be determined.no corrective actions, preventive actions, or field actions resulted after investigation of this event.complaint is not confirmed.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.